Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen, upper buttocks and thigh. Date of issue is an approximation. It was indicated that the patient applied the sensor in different locations to prevent the skin reactions from occurring. The patient noticed the skin reaction after the sensor was removed. The reaction was described as a welt with blisters and redness directly underneath the sensor pod. The patient also stated that the blisters would resolve a couple of days after the sensor is removed. It was indicated that the skin reaction site became dark and has scarring in the areas that are still evident. The patient did not seek medical attention. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The sensor was inserted into the thigh. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.